Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the valve was blocked due to damage. As a result the procedure was completed with back up products. There was no contact with the device to the patient. No other information was provided. There were no related patient symptoms.